Event description:
Rep reported that the valve did not drain properly. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation in process.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.